Event description:
It was reported that a demo ilet device exhibited a cracked screen and a replacement demo was shipped while the original was pending return. Symptoms included no alerts or alarms. Outcomes included no reported clinical effects or medical interventions. Investigation included a review of device handling and return logistics. Investigation of this case revealed a damaged display component consistent with screen breakage. It was concluded that the event involved hardware damage to the screen with no associated patient harm.